Event description:
It was reported the colonovideoscope exhibited no image. This issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e216 displayed on the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the complaint allegation was confirmed. Probable causes of the alleged failure "no image" is due to probable causes such as damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is traced to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.